Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer experienced an elevated blood glucose (bg) of 491 mg/dl with a ketone level that was identified as life threatening by the healthcare provider. Customer first went to the emergency room, and subsequently was hospitalized in the intensive care unit (ICU) where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer, who was released from the hospital on 06/08/2026. Customer continued using the pump for insulin therapy.